Manufacturer narrative:
###A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (B)(6) was not returned for evaluation. Review of the controller log files revealed the pump rotational speed was increased on (B)(6) 2021. Additionally, review of the controller log files revealed a slight increase in estimated flows on (B)(6) 2021. No alarms were logged within the analyzed period. As a result, the reported "increasing flows" event was confirmed. Information provided by the site indicated that the patient was admitted for a hemorrhagic cerebrovascular accident and sepsis with symptoms of ataxia, confusion, difficulty walking, and difficulty breathing. The patient was also reported to have experienced acute renal failure with elevated creatinine and baseline lactate dehydrogenase (ldh), elevated procalcitonin and a high fever for multiple days. Staphylococcus bacteria was present on the vad driveline and blood cultures were positive for pseudomonas. The patient was given vitamin k and fresh frozen plasma and was sedated and intubated. Additionally, the patient had underwent a right heart catheterization and rapid airway management positioning (ramp). A computerized tomography (CT) scan revealed interval increase in diffuse subarachnoid hemorrhage. An echocardiogram showed severely reduced right ventricular function and liver enzymes were elevated. The patient received dobutamine, epinephrine, norepinephrine, phenylephrine, and vasopressors. The patient was placed on continuous renal replacement therapy (crrt). A repeat CT revealed bleeding in multiple locations in the brain. A few days later, the patient's ldh was elevated, hemoglobin was present in urine, and the patient had fevers with negative blood cultures. The patient was extubated. Imaging showed lungs that were nearly whited out completely. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported "increasing flows" event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, neurological dysfunction, renal dysfunction, right ventricular failure, and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted on (B)(6) 2018. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for a hemorrhagic cerebrovascular accident and sepsis with symptoms of ataxia, confusion, difficulty walking, and difficulty breathing. The patient's international normalized ratio (inr) on admission was 2.1, however it was reported as 6.4 at a local hospital. The patient was given vitamin k and fresh frozen plasma and was sedated and intubated. The patient was also reported to have experienced acute renal failure with elevated creatinine and baseline lactate dehydrogenase (ldh). The patient also had elevated procalcitonin and was reported to have experienced a high fever for multiple days. Of note, the patient had underwent a right heart catheterization and rapid airway management positioning (ramp) and the ventricular assist device (vad) speed was increased from 2700 to 2800 approximately two weeks prior to admission. Staphylococcus bacteria was present on the vad driveline and blood cultures were positive for pseudomonas. A computerized tomography (CT) scan revealed interval increase in diffuse subarachnoid hemorrhage. An echocardiogram showed severely reduced right ventricular function and liver enzymes were elevated. The patient received dobutamine, epinephrine, norepinephrine, phenylephrine, and vasopressors. The patient was placed on continuous re nal replacement therapy (crrt). Two days after admission, the patient was weaned off of most vasopressors and was beginning to be weaned off of crrt, however was stopped temporarily and the patient was re-sedated because the patient pulled out the dialysis line. A repeat CT revealed bleeding in multiple locations in the brain. A few days later, the patient's ldh was elevated, hemoglobin was present in urine, and the patient had fevers with negative blood cultures. The patient was extubated. Imaging showed lungs that were nearly whited out completely. Vad powers were not elevated but flows were increasing. The vad remains in use. No further patient complications have been reported as a result of this event.